Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a nurse, concerned an approximately (B)(6) female patient of unknown origin. Medical history was not provided. She did not have any concomitant medication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) humulin 70/30 cartridge via a reusable humapen ergo 2at 15 to 20 iu in the morning and 15 to 20 iu at night subcutaneously for the treatment of diabetes mellitus, beginning in 2013. On an unspecified date while on human insulin isophane suspension 70%/human insulin 30%treatment, she could not adjust her blood glucose levels (no values provided) so she was hospitalized (lot number: 1001d03 / (B)(4)). Information regarding any lab tests performed, admission date and corrective treatments administered was not provided. Outcome of the event was unknown. Human insulin isophane suspension 70%/ human insulin 30% treatment continued. The operator of the humapen and training status was not provided. The general humapen model duration of use and suspect humapen duration of use was of three years. The suspect device was used until (B)(6) 2016 and final action taken was not provided. The reporting nurse did not know whether the event was related to human insulin isophane suspension 70%/ human insulin 30% drug treatment or device. Update (B)(6) 2016: upon review, the case was opened to update the medwatch fields for regulatory reporting. (B)(4) was added to the case. Update 27-dec-2016: product complaint number was received; (B)(4) was already processed. No new information was added to the case.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary a nurse reported on behalf of a female patient that the foot detached from the injection screw of her humapen ergo ii device. The patient experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch number (B)(4), manufactured january 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Additionally, it has been demonstrated that humapen ergo ii devices remain dose accurate with a detached foot. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a nurse, concerned an approximately (B)(6) female patient of unknown origin. Medical history was not provided. She did not have any concomitant medication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) humulin 70/30 cartridge via a reusable humapen ergo 2at 15 to 20 iu in the morning and 15 to 20 iu at night subcutaneously for the treatment of diabetes mellitus, beginning in 2013. On an unspecified date while on human insulin isophane suspension 70%/human insulin 30%treatment, she could not adjust her blood glucose levels due to a detached injection screw foot (no values provided) so she was hospitalized (lot number: 1001d03 /(B)(4)). Information regarding any lab tests performed, admission date and corrective treatments administered was not provided. Outcome of the event was unknown. Human insulin isophane suspension 70%/ human insulin 30% treatment continued. The operator of the humapen and training status was not provided. The general humapen model duration of use and suspect humapen duration of use was of three years. The suspect device was not returned. The reporting nurse did not know whether the event was related to human insulin isophane suspension 70%/ human insulin 30% drug treatment or device. Update 20-dec-2016: upon review, the case was opened to update the medwatch fields for regulatory reporting. The product (B)(4) was added to the case. Update 27-dec-2016: product complaint number was received; (B)(4) was already processed. No new information was added to the case. Update 09jan2017: additional information received on 09jan2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.